Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant injury, pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion, disability, impairment, will required ongoing medical care, and has undergone or will undergo additional surgeries. Product was used for therapeutic treatment. Monarc subfascial hammock product was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).